Event description:
The pt experienced two incidents. The first, the suspect device read 341 mg/dl, but the pt mistakenly read reading as 32 mg/dl and took insulin based off 32 mg/dl reading. The customer was found unconscious and was fed glucose water orally. Another reading was taken on suspect device and it was 41 mg/dl. The second incident occurred on 5/12/1999. The pt tested her blood glucose on the suspect device and it was 220 mg/dl. She took insulin based off of the reading and 1 1/2 hour later she was having an insulin reaction. She was force fed o.j. And glucose.